Manufacturer narrative:
Trackwise #: (B)(4). The lot # 3000362257 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working in the middle of vein harvest. Power supply during the procedure was set to 3. Evh kit allowed to cool off for a minute or 2 while the cable was changed. When device was activated after it cooled it continued to shut off after 2-3 seconds. Device removed and a new device was opened which worked without issue. No delay. No harm.